Event description:
During an angiogram, the sheath was prepared and used normally, when the wire and dilator were removed arterial blood flow was coming from out of the hub. The sheath was changed to another brand sheath and the procedure continued successfully. When the sheath was examined, it appeared to be missing the slix valve. There was no adverse effect caused to the pt.

Manufacturer narrative:
Na.